Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was lost setting. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump was slower during rewind and back light not working and no delivery alert. Customer also reported that the insulin pump rejected new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.